Event description:
Customer's father reported via phone, there is something wrong with the insulin pump. Customer stated if she wears the insulin pump her blood glucose continues to rise and if she gives a manual injection it lowers. Customer's blood glucose was 450 mg/dl and current was 435 mg/dl. Customer was taken to the emergency for blood glucose levels over 600 mg/dl. Customer was released and once she was on the device blood glucose started to come up again. Customer's doctor verified that the device was programed correctly. Troubleshooting was performed and no anomaly was noted. High pressure test was not performed due to customer didn't have tubing clamp. Customer's father did state that the customer tends to use the same site, was advised to ensure customer rotates. Customer's father is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.